Event description:
Information was received that a smiths medical catheter did not fully thread into patient. Upon removal, part of the catheter had remained in the patient. The md could feel a small soft subcutaneous bump over the left external jugular. Retrieval of the foreign body was completed.